Event description:
Patient reported she has experienced hyperglycemia of up to 380 mg/dl for 1 week, and she believes the insulin delivery of the infusion device is too low. Her blood glucose was 63 mg/dl on (B)(6) 2013 at 8:30 p.m., and she ate 2-3 be. Her blood glucose was 347 mg/dl on (B)(6) 2013 at 2:00 a.m., and she delivered 6-7 iu of insulin via the infusion device. Her blood glucose was to 208 mg/dl at 3:30 a.m. And 196 mg/dl at 8:42 a.m.. Her blood glucose was 195 mg/dl at 11:30 a.m., and she ate 1 be and delivered 2.0 iu via the infusion device. Her blood glucose was 196 mg/dl at 12:00 p.m. And she delivered 4.0 iu via the infusion device, and it increased to 368 mg/dl at 1:30 p.m. She changed the infusion set at that time. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. The adapter passed the optical inspection.